Event description:
During an atrial fibrillation procedure, there was a pericardial effusion, requiring a pericardiocentesis. The transeptal puncture was performed, mapping was then completed in the left atrium with the mapping catheter. Ablation was then started at the waca line of the right pulmonary veins with the ablation catheter. At the end of ablation, the patient became hypotensive. An esophageal echocardiogram was done, and an effusion was noted. A pericardiocentesis was performed and the patient stabilized. However, the effusion reaccumulated and it was decided to stop the ablation procedure. The patient was sent to observation with a chest tube in stable condition.

Event description:
During an atrial fibrillation procedure, there was a pericardial effusion, requiring a pericardiocentesis and protamine. The transeptal puncture was performed, mapping was then completed in the left atrium with the mapping catheter. Ablation was then started at the waca line of the right pulmonary veins with the ablation catheter. At the end of ablation, the patient became hypotensive. An esophageal echocardiogram was done, and an effusion was noted. A pericardiocentesis was performed, protamine was administered, and the patient stabilized. However, the effusion reaccumulated and it was decided to stop the ablation procedure. The patient was sent to observation with a chest tube in stable condition and has since fully recovered. There were no alleged performance issues with any abbott devices. It is unknown when the pericardial effusion occurred, however, the physcian alleges it could have been when mapping a surplus vein located posteriorly between the right pulmonary veins or during ablation of the right veins waca.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.